Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During implant, the lp was observed to dislodge. Fluoroscopy revealed the helix of the lp was stretched. The procedure was completed using an alternate lp on (B)(6) 2026. Following the procedure, the patient experienced low blood pressure and chest pain. It was later identified that the patient had sustained perforation resulting in pericardial effusion, alleged to be caused by the dislodgement of the first lp. An additional procedure was performed to repair the puncture site. The patient was stable.